Manufacturer narrative:
Device had intermittent buttons response due to flattened act and esc buttons dome switch. No unlocked j2 or lcd keypad connector noted. However, device alarmed motor error during basic occlusion test due to faulty force sensor resistor unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported that the insulin pump alarmed motor error. The customer pressed the esc and act buttons to clear the alarm but they did not work. Customer's blood glucose level was 260 mg/dl. Customer was advised to discontinue use of the device and revert to insulin shots. The customer was advised that the device would be replaced and agreed to return the product for analysis.